Manufacturer narrative:
(B)(4). Upon return and analysis this investigation will be updated.

Event description:
--

Event description:
Boston scientific received information that during the implant it was difficulty to position this right ventricular lead into the apex. The lead could not be placed into the distal location. The patient experienced chest pain and an echocardiogram post procedure revealed a pericardial effusion likely a result of a perforation. Another actively fixation right ventricular lead was positioned successfully while the passive fixation right ventricular lead was removed and will be returned.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the completed lead was returned. The polyurethane tubing was cut through and pulled apart near the mid section of the lead. No anomalies were noted at the tip of the lead, and it was noted the lead does not have a helix but fixation but instead tines.